Manufacturer narrative:
The reported event was confirmed ¿ supplier related. The reported failure was able to be reproduced. Observed there was no water left inside the syringe and the plunger was located at 7ml. The cap is not attached to the syringe tip. Sample has been evaluated and found that the gasket of the syringe was easy to detach from the end of the plunger. Reassembled the syringe and observed the end of plunger was too small for gasket. No damage observed on the syringe. The complaint has been confirmed; however, a scar will not be issued as the number of complaints for 1171 -disconnect has not exceeded the threshold. However, communication has been sent to supplier to address this issue. The potential root cause for this failure could be defective / torn / broken components. A review of the device labeling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the syringe pusher comes off and was damaged.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the syringe pusher comes off and was damaged.